Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown product experience. No adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown product experience. No adverse patient effects were reported. At this time, this rv lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event as the product status, but further information was unable to be obtained. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.